Event description:
Additional information received reported that the patient had the device explanted due to the pain it caused, and following explant the patient did not have any concerns with the device or therapy.

Manufacturer narrative:
Product ID, 3093-33 lot# v711814, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that stimulation was not helping the patient "much lately". The patient felt as though it "stings him all the time" if stimulation is over 4.0v. The patient lowered stimulation to 3.20v. The patient stated that they wanted the whole system removed and possibly replaced at a later time. One month later it was reported that the patient was going to have the implant removed on (B)(6) 2013. It was stated that the patient has had pain at the implant site since (B)(6) 2012 after he fell on his buttocks. It was reported that the patient had urinary relief until the implant "turned off" 1.5 weeks ago. The patient was using a catheter currently. It was stated that when the device is pushed on, it did not hurt the patient, but he did feel general pain at the implant site. Further information has been requested. If more information becomes available, a follow up report will be sent. Please refer to manufacturer report # 3004209178-2013-00039 for more information on a related event.

Event description:
Additional information received from the hcp reported that the patient had a follow-up appointment on (B)(6) 2012. The patient mentioned he was having a lack of effect and overstimulation when increasing stimulation, and upon running a standard urine test they found he had an infection. The patient had not been compliant with self-catheterizing at home which is what caused the infection. The hcp wanted to treat the infection first to see if that resolved the reported lack of effect. The patient refused the antibiotics and was dismissed from the clinic so the device was not checked. Additional information received reported that the patient had the device explanted on (B)(6) 2013 because it had been implanted too shallow and was uncomfortable and protruding. It was noted that the patient didn't have any issues with the actual stimulation, however the hcps he saw were willing to reprogram the device but couldn't give explain why he was having pain, and why the device was shallow.

Manufacturer narrative:
(B)(4).